Manufacturer narrative:
The valve passed patency, siphon and reflux testing. It was within specifications for pressure flow and preimplantation testing. The valve did not pass leakage testing due to a small hole in the top on the reservoir. This type of damage is similar to that found in needle punctures. It is unk how or when exactly this damage may have occurred. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records was not possible as no lot number was provided. All of our products are 100% tested at the time of MFR.

Event description:
It was reported that the valve did not work.